Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), and provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and the carrier tube was in the fully rear locked position. The anchor and collagen were stuck within the valve of the hemostasis sheath. No other damage or issues with the device were identified. The complaint was confirmed for a detached carrier tube and hemostasis sheath. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A: height: 5'2''. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cv product manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was a percutaneous coronary intervention (pci). The user deployed the device and when he pulled back the device it broke apart, it never caught. He pulled the device out and held manual pressure. There was no hematoma, and the patient did fine. He did say that he tore the device apart, he wanted to make sure that the foot plate was in the sheath and not down the leg. It seemed that like the device was exposed to ultraviolet (uv) light with him saying that it broke apart or the ''set the anchor" step did not catch. He described the device breaking as "it just broke apart". The type of procedure performed was a left heart catheterization (lhc) with pci. The patient presented as a non-st-elevation myocardial infraction (nstemi). The estimated blood loss was less than 250cc's. The reported event did not result in patient injury and/or required medical or surgical intervention. Additional information was received on 13nov2024: the user facility went through the ultraviolet (uv) light issue from the pyxis with the clear doors in the past approximately two years ago. We addressed that issue, and they are supposed to be stored in a safe closeable cabinet. The terumo territory manager is going to confirm with the user facility how these devices were stored.